Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call they received a pump error. The customer blood glucose levels are unknown. The customer states were changing reservoir when pump alarmed pump error. The customer states after deleting alarm pump error once again. The customer pump will be replaced. The pump will return for analysis.

Manufacturer narrative:
Device received constant no motor movement or negligible movement. Retries to free a stuck motor failed error during test due to gearbox jammed.